Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, the t2 could not be deployed. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that during a meniscus repair, the t2 could not be deployed. T1 was left secure inside the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was received without anchors and suture. No physical damage visible to the device. The actuator was fully triggered. A functional evaluation revealed the actuator functions as intended. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.